Manufacturer narrative:
Concomitant medical product: product ID 3889-28, lot# v605965, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain in their hip after having a fall about a year ago. The pain was a gradual change in (B)(6) 2015. The patient had never had their device checked and they didn't make any changes using the patient programmer. The patient decided to turn stimulation off, as they couldn't stand the vibration anymore. Stimulation had been off for quite a while, over a year.

Event description:
It was reported the patient had a fall about eight weeks previous to report. Since that time, it was stated the stimulation was in the rectum. It was indicated that "something was there and shouldn't be there." A loss of therapeutic effect was also reported. The patient had some leakage problems. It was noted the patient's settings were adjusted before the fall because they were "used to the feeling," however that adjustment did not help. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reviewed indicated that it was not operating like it did because patient was having ¿urinary problems, going to the bathroom.¿ it was added that after the fall patient was not feeling any of that vibration and was sore. It was added that patient felt like ¿a hemorrhoid or something, when sitting, and could sit certain ways and would not feel that¿. It was indicated that patient was feeling constant vibration like sitting on something and was uncomfortable not painful feeling. It was indicated that it was not a pleasant feeling.